Manufacturer narrative:
(B)(4). Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (date not reported).

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a possible loss of osseointegration. Additional information has been requested but has not been made available as of the date of this report.